Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 145 mg/dl at the time of the incident. The customer stated that the alarm reoccurred and she was not able to finish priming. The customer stated that the drive support cap was flushed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. Unable to perform the unexpected restart error test or verify the compromised force sensor system alarms or perform the prime test due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self-test and off no power tests. The pump was received with minor scratches on the lcd window, a loose drive support disk, a cracked case at the display window corners, a missing end cap sticker and a cracked reservoir tube lip.